Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics. Analysis was unable to perform basic occlusion, occlusion, prime, displacement test and verify excessive no delivery alarm due to button error alarm.

Event description:
The customer reported via phone call that the pump had button error alarm, keypad anomaly, and no delivery alarm. The blood glucose at the time of the incident was 98 mg/dl. The customer states she has been having trouble with her pump. She states she would attempt to suspend the pump, but it would not function. The act button is not working when she attempts to suspend. There was a no delivery alarm noted in the alarm history. The pump did alarm button error troubleshooting was not able to resolve the issue. The device will be returned for analysis.